Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The manufacture date will be provided in a follow up report.

Event description:
The customer reported the patient's spo2 value was shown as 98 percent although the patient had cyanosis. No patient harm was reported. Required intervention or adverse event was not reported. At this time, covidien is attempting to gather additional information surrounding the circumstances of this event.